Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced several unexplained systemic symptoms post procedure. Joint pain, breast pain, lethargy, and unspecified ovarian issues were noted. The patient had a positive antinuclear antibody test; however, no specific diagnosis was indicated. Mammography was performed, and the results were normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2021-14318 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).